Manufacturer narrative:
Updated fields: b5 - describe event or problem. H6 - device codes.

Event description:
It was reported that the coil broke internally. An embold? Fibered was selected for use. The target lesion was moderately tortuous. Upon deploying the 10x50, it unraveled at the time when it was pushed and pulled upon deploying it at about 45cm. It was attempted to retrieve it as it was, however, the coil has further extended and got cut when it was pulled continuously. Another embold was then placed, and the procedure was completed. There was no patient injury. It was further clarified that the coil fractured within the patient's body. The target lesion was the splenic artery, however, the fractured portion of the coil was not entirely placed within the target lesion and extended from the splenic artery into the celiac artery.

Event description:
It was reported that the coil broke internally. An embold? Fibered was selected for use. The target lesion was moderately tortuous. Upon deploying the 10x50, it unraveled at the time when it was pushed and pulled upon deploying it at about 45cm. It was attempted to retrieve it as it was, however, the coil has further extended and got cut when it was pulled continuously. Another embold was then placed, and the procedure was completed. There was no patient injury.